Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the end of a cryo ablation procedure, the patient's blood pressure decreased. A pericardial effusion was noted, and a pericardiocentesis was subsequently performed. The patient's bleeding did not stop completely, so the patient was sent to the operating room and underwent open heart surgery. During surgery, a small hole or perforation was found in the patient's left atrial appendage. The case was completed with cryo. The patient had an extended hospitalization. It is noted that the patient has had a steady recovery. No further patient complications have been reported as a result of this event.